Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014 - device evaluation:the meter has been returned and evaluated by product analysis on 07/08/2014 with the following findings: a review of the meter download showed evidence of boluses being performed after the 15 min blood glucose (bg) check limit. During testing, the meter powered up appropriately and paired successfully with a pump. A bolus was performed immediately after measuring blood glucose and no inappropriate messages occurred. A bolus was performed 30 minutes after measuring blood glucose and the meter emitted the appropriate warning. The meter error issue was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. The reporter alleged that the meter remote emitted multiple ¿bg>15 min old¿ warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.